Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the physician has not explanted this device at this time. It is unknown when the device is expected to be explanted or if it will be returned. No adverse patient effects have been reported.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data was sent to boston scientific technical services (ts) for further assistance. It was reported that the patient did experience adverse effects; however, the details on the effects were not provided. A ts consultant discussed the function of the code 1003 and recommended device replacement.

Manufacturer narrative:
At this time, the product has not been returned. Attempts to find if the product will be returned for analysis have been unsuccessful. As no further information concerning this report is expected, our investigation is complete at this time. If the product is returned, laboratory analysis will be completed and the investigation will be updated.

Event description:
Additional information was received that this device was explanted and successfully replaced. No additional adverse patient effects were reported.